Manufacturer narrative:
Investigation summary: a 2401-0004 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22035916. The feedback provided by the customer suggests leakage was detected from above the silicone tubing of the pumping segment. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035916 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ administration set leaked medication during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "it has happened on 3-4 occasions... There was leakage. 4. It occurred from the joint above the silicone section of the line. Not the blue joint, but the one above. 5. It happened after the medication was commenced. 6. The medications were intragram p and ferinject. 7. All patients have 22g bd nexiva closed IV catheter system with dual ports to which the administration set is connected... 1. Did the course of treatment changed due to the event? - yes, there was wastage of 25ml of expensive medication in all three cases. The medications were intragram p and ferinject. 2. Is there any exposure to blood/bodily fluid? - there was no exposure to blood/body fluids as it was not a blood giving set."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ administration set leaked medication during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "it has happened on 3-4 occasions... There was leakage. It occurred from the joint above the silicone section of the line. Not the blue joint, but the one above. It happened after the medication was commenced. The medications were intragram p and ferinject. All patients have 22g bd nexiva closed IV catheter system with dual ports to which the administration set is connected. Did the course of treatment changed due to the event? - yes, there was wastage of 25ml of expensive medication in all three cases. The medications were intragram p and ferinject. Is there any exposure to blood/bodily fluid? - there was no exposure to blood/body fluids as it was not a blood giving set."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.